Manufacturer narrative:
D10 concomitant product: egia45avm, egia45avm egia 45 artic vasc med sulu, (lot #p2m0123) egiauxl, egiauxl endogia ultra univ xl stapler, (lot #p2l0508) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. Visual inspection noted a monitor displaying a cavity inside the body, clip applying device was visible on the monitor, the jaws of the device were aligned with the staple line and a clip was applied. Gauze was picked up with the device and was pressed on the staple line. The gauze dropped away from the staple line and tissue was manipulated with the device and was picked up with the device and pressed on the staple line. The clip applying device was lightly pressed against the staple line. A partially formed clip could be seen in the jaws of the clip applying device. The clip was applied to the staple line. The tissue was manipulated with another instrument. Also, blood was noted on the staple line. A clip was applied with a clip applying device on the staple line. Gauze was pressed against the staple line. Blood could be seen on the gauze. It was reported that there was an unexpected bleeding occurred along the staple line. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric, during stapling to form the stake and stapling the intestinal entero-entero, the staple lines from both reloads had bleeding. It was necessary to place several titanium clips at the bleeding points of the staple line.